Manufacturer narrative:
(B)(4). Batch # p55m8l. Additional information was requested and the following was obtained: it was reported that ¿the anterior wall of the anastomosis site was cut.¿ does this mean that the device cut as expected, however the donut was incomplete? No, not as expected. If no, please explain what is meant by that ¿the anterior wall of the anastomosis site was cut¿ as this is not clear. The device did not cut the site in donut as intended but cut the whole wall. Where within the gap setting scale was the orange indicator prior to firing? No information. What confirmation was received that the device was fully fired? No information. Was the staple line complete? No information. The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open total gastrectomy, the donut was incomplete and the anterior wall of the anastomosis site was cut. The device was used between the esophagus and the jejunum. The doctor commented the suture used for the purse-suturing might have gotten tangled with the device. Eventually, esophagus was recut and anastomosis was performed again with another device to complete the case. There were no adverse consequences to the patient.